Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked top case, right plunger case, and damaged bottom case. The tamper seal was broken. Review of the event history log (ehl) showed no errors. An occlusion test was performed and the reported issue was not duplicated. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump could not confirm the syringe size during preventive maintenance. No patient injury was reported.